Event description:
It was reported that a patient in the us switched off of the hollister vapro intermittent urethral catheter which may have been as a result of them experiencing complications i.e. Utis.

Manufacturer narrative:
The lot number is not known so only the di information from the UDI is known. The exact sku is unknown so a representative sku was used in this report. The DHR review and trend analysis could not be performed due to lack of information. No additional information could be obtained as we were unable to contact the end user. A causation between the hollister catheter usage and the end user's possible uti could not be established. The exact type of reported complication the end user experienced with the hollister vapro catheters was not provided. Confirmation of a diagnosed uti could not be obtained by hollister.